Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). Define: received one piece of used, filled of easypump ii lt 270-27-s without original packaging. As received condition, clamp clip was clamped and the original wing cap was not observed at the pump. The patient connector was attached to a vial. Big top cap was opened and discofix cap was removed. Observed solution residue at filling port. Complaint sample was then tested with functional test. Vial was removed and clamp clip was released. Immediately observed flow of solution. The complaint sample was working. No other deviation was observed. Conclusion: blockage defect as mentioned by the customer could not be reproduced. Therefore, the complaint is classified as not "judgable".

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). Customer complained that the pump which was connected to the patient, after 24 hours when the nurse wanted to change the antibiotics, the pump was blocked and did not provide the medication to the patient. The cause for blockage could not be define by the complaint investigator, hence sample was forwarded to production for further evaluation and investigation. A follow-up report will be provided after the statement is available. Received one used of easypump ii lt 125-25-s without packaging and the investigation is on going at this time. A follow up report will be submitted when the results of the investigation become available.. Reviewed the device history record and no abnormalities found during in process and final control inspection.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): easypump ii not working correctly. Connected to patient. Nurse came to change over 24 hours later and antibiotics had not infused. Pump has not provided the medication to the patient.